Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occured. The physician attempted to cross a calcified lesion with a taxus liberte' 2.25x20mm drug eluting stent but was unable. When the stent was removed the stent was damaged at the proximal and distal ends.